Manufacturer narrative:
After receiving this complaint, we searched for other complaints and found none regarding the lot number 9772595.

Event description:
According to the available information the patient received a new flushing catheter at the urology outpatient clinic in the morning around 10:30 am. At 12:30 pm the catheter was next to the patient. The patient was sitting on the edge of the bed. The balloon of the catheter was deflated. When examining the catheter, it appears that the injection point for the balloon has been completely torn off, causing water to escape from the balloon and the catheter to fall out. A new flushing catheter was inserted.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and found none regarding the lot number 9772595. On 28th august, we received one used sample. After decontamination, we observed that the inflation track is torn off. This issue may due to an excess of force which was caused by a patient's moove. Based on the supplier's investigation, the root cause may due to a wrong patient movement that may have caused the tear. According to the information known and investigation done quality database was checked and revealed no anomaly in relation to the described defect. A similar case study was performed based on same item number ab63xx, defect: damaged broken over last four years: 6 similar cases were found.

Event description:
According to the available information the patient received a new flushing catheter at the urology outpatient clinic in the morning around 10:30 am. At 12:30 pm the catheter was next to the patient. The patient was sitting on the edge of the bed. The balloon of the catheter was deflated. When examining the catheter, it appears that the injection point for the balloon has been completely torn off, causing water to escape from the balloon and the catheter to fall out. A new flushing catheter was inserted.